Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event and therapy date are estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-02959. It was reported that high impedances were measured at the lead site, and the patient experienced ineffective therapy. Reprogramming did not resolve the issue. As a result, surgery occurred to explant and replace the leads, which resolved the issue.